Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right ventricular (rv) lead exhibited infection with sepsis. There were no additional adverse patient effects reported. As of this time, this lead remains in service.